Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09554. It was reported that the asymptomatic patient presented to the clinic for a routine pacemaker evaluation. It was found that three episodes of noise reversion were recorded as a result of the patient's atrial and ventricular leads both exhibiting crosstalk. Programming changes were made. The patient was stable.